Event description:
On 6/29/95, a thirty-two year old male was admitted for arthroscopic repair of work-related left knee injuries. Pre-admission MRI had revealed a ruptured vastus medialis and medial retinaculum and a contusion of the medial femoral condyle. During the procedure, the surgeon requested that his electrosurgical unit be brought in. The pt tolerated the procedure well and was transferred to the pacu for recovery. When being prepared for discharge pt complained of itching in the anterior right upper thigh. When examined, a 2cm irregularly shaped area with brown sloughed skin was identified. A plastic surgeon diagnosed a cautery arc burn medial to where the grounding pad had been placed. A third degree burn was identified in the central area with second degeree in the periphery. Silvadine ointment was applied and the pt was discharged in stable condition. It is anticipated that injury will heal with conservative treatment. The electrosurgical arthroscopy generator and dispersive pad used during the procedure were sequestered and sent to the biomedical engineering dept for inspection and testing. The generator, owned by the surgeon, but maintained in the hosp, was tested with a 500 ohm load; no defect or malfunction in performance and/or electrical output was identified. The pad was noted to have hair adhered to it. Discussion with the nurse who applied the pad to the pt's right thigh for grounding prior to cautery by his surgeon revealed that the area to which the pad was placed had not been shaved prior to adherence. The incident has been reviewed with the involved nurse and the surge0n. The nurse has been counseled as to the importance of following product instructions. The surgeon has been informed that the arthroscopy generator is being taken out of service because it has no return electrode/impedance monitoring alarm circuitry which would have warned the operating room staff if the ground pad was not in place. An electrosurgical arthroscopy generator which has such an alarm system built into it is being used and the purchase of replacement equipment which has a built-in alarm system is being explored.